Event description:
During implant procedure, the helix of the right ventricular (rv) lead displayed helix rotation issues and failed to retract. The rv lead was not implanted and a new rv lead was successfully implanted to resolve this event. The patient was stable.

Manufacturer narrative:
The reported event of ¿helix screw cannot be fixed¿ and helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. Visual inspection found the helix retracted and clogged with blood/tissue. After cleaning the helix, the helix could be extended and retracted by applying torque on the connector pin. The measured full helix extension was within specification. The cause of the reported event was isolated to the helix being clogged with blood/tissue.